Event description:
A pharmacist reported that during intraocular lens (iol) implant surgery, the plunger suddenly pushed the lens forward, breaking the capsular bag. The iol fell into the vitreous body. The pt was transferred to another hospital, where another surgery was necessary. Add'l info has been requested.

Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Sample is pending receipt. Root cause: root cause has not been identified. It will be reassessed upon sample receipt. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).